Event description:
The hospital biomedical department received a set of internal handles with the rubber shock button membrane torn. It was noted that the internal metal switch had come out and was loose in the autoclave bag. The stem sterilization cycle was described as between 134 to 137 degrees celsius for 3 minutes. The customer stated this internal paddle assembly has been sterilized 6 times. The customer has expressed concern regarding the potential to compromise pt safety due to either the unavailability of the internal paddles and/or infection control issues due to the reported damage. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA.